Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to convert the patient's rhythm after therapy was exhausted. Upon review, technical services (ts) determined that patient was experiencing supraventricular tachycardia and went into full sudden cardiac arrest. Ts noted that therapy was exhausted without conversion, with the patient converting on their own and having no memory of the therapy being delivered or the event occurring. No adverse patient effects were reported. This ICD remains in service. Additional information was received that the system was explanted and replaced. The ICD will be returned for further analysis. No additional adverse patient effects were reported. This ICD is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This device remains in service and has not been returned for analysis; therefore, a technical analysis could not be performed.